Event description:
The reporter states the end of the nail broke through the plastic. An alternate device was used. There was no adverse consequence for the patient.

Manufacturer narrative:
Summary of evaluation: gamma nail packaging has been revised to improve the reliabilty and durability of this package.